Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was intermittently inaccurate. Customer's continuous glucose monitor (cgm) read "high". Blood glucose was treated with a bolus via the pump and a supply change. A new cartridge was loaded to address the event.